Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to troubleshoot the issue. The fse replaced the tubing and fittings in reference supply, replaced the cap/straw, bulk head fitting and the tubes going to the reference valve to resolve the issue. Beckman coulter internal identifier is case-(B)(4). No patient demographic information was provided.

Event description:
The customer reported receiving erroneous low patient results for the ise chemistries on the au480 clinical chemistry analyzer. There was no change in patient treatment in association with this event.